Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is use error as the use of the device was not in accordance with the dfu. It was reported that the device was used in the leg. The taxus liberte dfu states: "the taxus liberté stent system is indicated for treatment of de novo lesions in patients with coronary artery disease to improve luminal diameter and reduce restenosis within the stent in native coronary arteries." (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was gained via the right femoral artery over the iliac bifurcation. The target lesion was located in the left popliteal artery. An 3.5x38mm size taxus liberte stent delivery system was advanced, however the shaft broke after "pushing too hard". The device was able to be successfully removed and the patient's condition is reported to be fine.